Manufacturer narrative:
The device associated with the reported event was not returned. The reported inserter tip associated with this report was not returned and is presumed yet implanted. Requests for additional event information were conducted. No information was obtained. The instrument lot code required to retrieve and review the device history records was not provided. A preliminary risk assessment was previously conducted for the reported device failure and no patient harm was identified. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The inserter tip came off the insertation handle and remained in the patient.